Event description:
Customer alleges the screw that attaches the arm to the chair sheared off and arm is broke. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9xdt, serial number/date code (B)(4) is approximately 3 years and 10 months old. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female (B)(6), height and weight are unknown. The consumer has a preexisting condition as a quadriplegic. Additional medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; while attempting the transfer of the user, the caregiver put all their weight on the arm rest. The screw that attached the arm to the chair sheared off. The dealer evaluated the issue. Indeed, the bolt where it attached the arm to the chair was sheared off. It is believed by the customer her weight and height is within the specification. The 9000xdt wheelchair has a weight limitation of 350 lbs (159 kg) as noted on page 22 of the user's manual. The dealer repaired the bolts on the chair to resolve the issue.